Event description:
Report received of a nondelivery. The pump was programmed in the intermittent mode to deliver 2gm of oxacillin with a set dose of 41.7ml for duration of 30 minutes, every 4 hours, with a keep vein open (kvo) rate of 0.5ml/hr between infusion. The solution bag contained 24 gm of oxacillin for a total volume of 522ml. On 06/2004 at approx 1500, the delivery was started to a homecare pt. In the morning of 07/2004 at an unspecified time, the pump audibly and visually alarmed with a service alarm code. The home care pt notified the home care facility of the alarm condition. The pt was intructed to stop the infusion, turn off the pump, and to wait for the nurse to arrive. The nurse noted that the medication bag was "full". The customer contacted stated that the pt did not receive any doses of oxacillin for 36 hours and measured that 522 ml of soluiton was left in the bag. The pt was sent to the emergency room (ER) for assessment. In the ER, the pt was found to be "febrile" and was treated with the prescribe dose of oxacillin. The pt returned home on the same day and there were no reported adverse pt sequelae. The oxacillin therapy was resumed using a replacement pump. Though requested, no additional information was provided.